Event description:
No pump was returned to fresenius kabi for evaluation. The reported "sensor hardware failure (downstream air sensor)" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: serial number: (B)(6). Constant air in line during infusion. Cleaned and verified no air. Continued alerts. Received at depot confirmed pump problem error wait for log review send to depot for repair. The pump is incorrectly showing air in line. The line set being used was verified as being free of air. Preliminary investigation: sensor hardware failure (downstream air sensor). Other issues found during investigations: broken retaining plate, pinched pneumatics cable, replace front housing, replace pneumatics, replace retaining plate, replace barb, pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing, provisioned pump to 08 server, loaded into heratherm @ on (B)(6) 2026 1600, taken out of heratherm @ on (B)(6) 2026 0400, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.